Manufacturer narrative:
(B)(4).

Event description:
A confirmed catheter fracture was reported. Per the reporter, the pt was "due for replacement on 02/22." The pump had been delivering morphine and bupivicaine and was being filled with preservative free normal saline. No pt symptoms were reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.